Event description:
Customer notified that two of their chairs were moving on their own due to a faulty pendant. No pt info was provided as it was a general concern. No adverse event occurred.

Manufacturer narrative:
The immediate action taken was to replace older style pendants with newly designed pendants for all devices in the facility. There was not an adverse event. It was mentioned that there would be patients on the device. It was presented to tmm as a general concern, not specifically related to any one pt. Transmotion medical inc has designed a new pendant which was released in 05/2013. The new pendant is considerably more durable than the older style pendants. The new pendant has been in production for 17 months and there have been no reports of the new pendant cause the device to move on its own. Additionally, in 11/2014, transmotion medical inc launched a product recall due to previous customer complaint and corresponding MDR data. This MDR is for voluntary reporting purposes only.